Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sec set 20dp 30in w/hanger ll the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we had the spike from the secondary set to break off in the antibiotic bag.

Event description:
It was reported while using bd sec set 20dp 30in w/hanger ll the product was damaged. There was no report of patient impact. The following information was provided by the initial reporter: we had the spike from the secondary set to break off in the antibiotic bag.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 17-oct-2022. H6: investigation summary one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Visual examination of the sample received shows that the tip of the drip chamber spike is broken at the point of the spikes inlet openings. A device history record review for model 72213n lot number 22053150 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of the issue seen in this complaint is an excessive force being applied to the drip chamber spike causing it to break. This is commonly seen when the drip chamber spike is not inserted straight into the infusion bag. If the user applies a side to side movement when inserting the spike, it can cause the spike tip to break.